Event description:
It was reported to boston scientific corporation that an advantage fit system was used on (B)(6) 2015 during a retropubic sling procedure. According to the complainant, the middle part of the sling rolled over itself after the blue centering tab and the plastic sleeves were removed. The procedure was completed with another advantage fit system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.